Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report after the procedure, the clip detached from one leaflet and mitral regurgitation (mr) increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to <1. On (B)(6) 2021, a control transthoracic echocardiography (tte) was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 2. The patient is stable and was not hospitalized. The patient will continue with conservative treatment and clinical status will be monitored. No additional information was provided.